Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she has not recharged her ipg since (B)(6) 2010 and is now unable to locate the device via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Results of that intervention method are unk. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.